Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The analysis showed that the insulation was found rubbed through in the distal end region. The conductor cables leading to the rv shock coil and ring electrode were found fractured. The above mentioned damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, a deformed rv shock coil and bent fixation helix were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as ICD charging cycles and inappropriate shock delivery. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2022 recorded the sudden increase of the pacing impedance from between 500 and 700 ohms to greater than 3000 ohms at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing approx. 178 months after the implantation. The patient was admitted to the hospital for monitoring. Lead remains implanted. Should additional information be received, this file will be updated.